Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose after changing ilet supplies; they confirmed no bent cannula, no leaking in the cartridge or tubing, and no kinks, and they disclosed that insulin vials were sometimes left in a car for extended periods and might be expired; the user changed supplies and planned to obtain a new insulin vial, and later reported glucose trending down. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.